Event description:
A pt underwent a therapeutic procedure for treatment of a gi bleed in the stomach. The clip from the resolution clip device would not fully extend from the sheath to initiate the deployment sequence. It is unk if the scope was in a retroflexed position or if the pt had a tortuous anatomy. The procedure was successfully completed with another device. The pt did not sustain any complications or ill effect as a result of the clip issue.